Event description:
Our rep is reporting 2 cases of osteolysis following arthroscopic bicep tendon repairs with the use of gii anchors with orthocord. The 1st procedure was in 2007 and the 2nd was on approx three and a half months later. The surgeon stated that two pts had at some time post-op (dates not defined) developed osteolysis around the fixation devices. The surgeon did not elaborate as to what precipitated the discovery, what is planned as remedy, nor, what the condition of the pts are. Also see associated MDR 1221934-2008-00144.

Manufacturer narrative:
Mitek is in the info gathering mode at this point in time. When all the info that can be had, is had and reviewed, the conclusions of the investigation will be the subject of a f/u report.